Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and found that the sample was returned in a used condition without a patient cap. Due to the returned condition of the sample, the reported condition of missing component could not be verified or refuted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette 4-prong was missing the protection cap (pull ring tip protector) on the patient line. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.